Manufacturer narrative:
Investigation results: the arthroscopy remote hand control was received for evaluation. The investigation found that the remote control functioned to specification. Further investigation found the unit with internal corrosion.

Event description:
It was reported that during use of this arthroscopy remote control in a right shoulder arthroscopy, the surgeon identified there was excess fluid in the joint about thirty to forty minutes into the procedure and changed the procedure to an open surgery. It was reported that the pump in use did not alarm or overpressure. The user facility was unable to confirm the pressure setting on the pump.